Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test alarm with every battery change. Customer also reported of receiving a motor error alarm. Customer's blood glucose was unknown. Troubleshooting was stopped and customer was advised that battery cap would be replaced and if there was no resolution with battery cap, then insulin pump would be replaced.